Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was involved in a patient harm incident. Based on the information currently provided and available, during clinical and therapeutic use of the v60 ventilator, it was alleged that the patient had been found unresponsive ((B)(6) 2025 between 1400 and 1420 per the reporter). An institutional code was called, and the patient was subsequently intubated and transitioned to a critical care unit. During the event in question, it was reported by the institutional respiratory therapist that the patient was found with a non-invasive interface attached and the device in standby mode. A good faith effort (gfe) response received from the biomed customer indicated that triggering standby mode does not appear on the significant event log. Philips technical support confirmed that this is a normal operating function. A question was raised regarding "avaps max pressure low¿ alarm, and how it was triggered. Biomed informed the respiratory staff that that alarm is triggered if the pressure limit is not met. It is unclear what exactly triggered this alarm. Currently, biomed is in the process of further troubleshooting and will check the pressure and flow accuracy. Patient demographics were noted as a 64-year-old female, 152 cm height and 70 kg weight. Patient diagnoses included acidosis, pericardial effusion, and subarachnoid hemorrhage. Device setup during the time of the event in question: mode avaps, target vt 550ml, ps min-max 15 cmh2o - 35 cmh2o, epap 5 cmh2o, respiratory rate 24, fio2 30%, hip alarm 40 cmh2o, lip alarm 5 cmh2o. The device was noted as being used non-invasively (interface information not provided or specified). Additional setup information stated the device was not being used with a heated humidifier, but rather an hme (heat-moisture exchanger) of an unspecified make/model. The device was also configured to utilize nebulized medications inline and was using a covidien electrostatic filter ref# (B)(4). Current information gathering yielded a device diagnostic report (drpt). The drpt was analyzed by a philips pms clinical expert finding the following: no alarms noted between the timeframe of 1400-1420 on (B)(6) 2025. End-user device interaction noted at 1429: toggling of 100% o2 activation button on the gui. Diagnostic code 1214: avaps low max pressure alarm triggered at 1449. Currently with the information available, it cannot be confirmed nor refuted that the v60 ventilator was in standby mode during the event in question. Per the device design, the drpt does not catalog end-user interaction of initiating nor terminating stand by mode. However, the device is designed to prevent a patient that falls within the indications for use from being placed into standby mode inadvertently by requiring a two-factor confirmation for entering standby mode (standby mode must be manually selected via the gui, the device must be removed from the patient to allow transition from therapy into standby mode). In the event a patient is connected to the device after successfully placing the device into standby mode, the device is also designed to automatically sense patient breathing effort, which will automatically resume the last input ventilation settings without manually having to interact with the gui to initiate therapeutic delivery. Further commentary provided by the reporter states that they believe a nurse had placed the device into standby mode to provide a patient with a drink, placed the niv interface back onto the patient, and did not resume ventilation. The patient harms incurred have been assessed as a serious injury. Cause and/or contribution of the device to the patient¿s harm cannot be confirmed nor refuted pending further evaluation and inspection. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received from the customer, error code 1214 avaps: target vt not achieved was observed. There was an insufficient max pressure alarm message. There was no code for the standby mode activation, but the device was giving false flow readings. It is unknown if the issue relates to the standby mode activation, but the customer found inaccurate flow readings. When performing flow accuracy testing, the flow rate was reading out of the acceptable range for the parameters being tested. The flow sensor assembly was replaced to resolve the reported problem. The flow accuracy testing passes with flow within acceptable ranges. The device passed the required performance verification tests per philips standards and was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.